Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.

Event description:
Patient reported "these implants were among the recalled implants. I'm anxious and fearful''. Patient additionally reported, ¿years after the operation, my common muscle aches and muscle diseases began to occur. My physician said that it was an autoimmune disease. 6 months after implantation I was diagnosed with fibromyalgia, fibroadenoma, hashimato¿, deemed not device related. Healthcare professional later reported ''suspected to cause hodgkin's lymphoma, these prostheses have been recalled, and in my patient we will perhaps meet this condition as well." Healthcare professional later reported ¿bilateral capsule palpability¿. Healthcare professional later reported "grade 3". This record is for the right side. Device has been explanted and replaced with another manufacturers device.

Manufacturer narrative:
Clarification to d6a implant date: partial date of 2016 was provided. The 1/jan/2016 date has been removed as it is before the manufacturing date of the device in this record. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ anxiety-product/procedure: unable to observe. ¿ autoimmune disorders: unable to observe. ¿ capsular contracture: unable to observe. ¿ fibromyalgia: unable to observe. ¿ lump/nodule: unable to observe. ¿ visibility/palpability: unable to observe. As per the investigation procedure, opening and creases were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Patient reported right side "implants were among the recalled implants. I'm anxious and fearful''. Patient additionally reported the following events, which are not device-related: ¿common muscle aches and muscle diseases", "physician said that it was an autoimmune disease", "diagnosed with fibromyalgia, fibroadenoma, hashimato¿. Healthcare professional later reported right side "capsule palpability" and capsular contracture baker grade iii. Device has been explanted and replaced with another manufacturer's device.